Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2012, 23/jan/2013, and 22/jan/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, rupture, and capsular contracture, baker grade unknown.

Event description:
Patient reported "implant malposition." Later patient reported experiencing raynaud¿s phenomenon. Later healthcare professional reported "rupture, ptosis and mild capsular contracture". This record is for the right side. Device remains implanted.